Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 25mg/dl. Reportedly, the customer did not have an active continuous glucose monitor (cgm) session going, therefore, the basal iq software did not suspend or adjust insulin delivery as the customer expected. Tandem technical support educated the customer on starting a cgm session. Bg was addressed with carbohydrates and baqsimi (nasal glucagon).